Event description:
A malfunction was reported on the pump by the caller, who mentioned that no notable events preceded the issue. There was no report regarding any adverse impacts on the customer's blood glucose levels. Technical support provided information on resetting the pump and assisted the caller with the reset, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any future malfunctions occurred, and the caller acknowledged this guidance.